Manufacturer narrative:
Though the faceplate on the pump in style breast pump is designed to be removed so that it and the diaphragm underneath can be cleaned, the diaphragm, once removed, cannot be reinstalled by users. The customer refused to return the device. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she had struggled with clogged ducts since about five (5) months post-partum. Initially, she was diagnosed in (B)(6) and was prescribed an antibiotic. The customer also indicated that she felt that the clogged ducts were associated with not drinking enough water, not emptying her breast and/or not pumping often enough. The customer also indicated that she bought a new pump and will likely not call in to troubleshoot the pump associated with this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump had been making strange noises for a couple of months and she removed the faceplate and diaphragm to investigate. She put the diaphragm and faceplate back on, but now hears rattling and the pump has low suction. The customer further alleged that she had developed clogged ducts a few days previously.